Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary) and section d10(updated concomitants) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884, unomedical, unk_reservoir, unk_sensor. No product return is required for unomedical, unk_reservoir, unk_sensor. Mmt-1884 returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 245 mg/dl for more than 4 hours. The customer reported hyperglycemia was treated with pump. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884.